Manufacturer narrative:
Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Jorge a roa, md, david m hasan, md, edgar a samaniego, md, ms, mechanical thrombectomy of acutely occluded flow-diverters ¿ neuroend ovascular surgical technique demonstration: 2-dimensional operative video, operative neurosurgery, volume 19, issue 2, august 2020, pages e176¿e177, https://doi.org/10.1093/ons/opz345. Medtronic literature review found reported of patient complications in association with flow diversion with pipeline embolization devices (ped).the authors reviewed a case of a patient who sustained acute in-stent ped thrombosis. A stentretriever and contact aspiration thrombectomy techniques were used. The article does not state any technical issues during use of the ped or during the thrombectomy. No additional complications were reported with the patient as a result of the event.